Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the ¿lead seemed to unravel¿ as he was removing the stylet during the procedure. It was further reported that ¿the lead unraveled when removing the stylet, while the lead was in the patient.¿ it was noted the surgeon was ¿very experienced¿ and had ¿claimed something was wrong with either the lead or the needle.¿ the lead was not implanted as a result of the issue. A replacement lead and different needle were used to complete the procedure and the issue was resolved. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. There were no complications reported or anticipated.

Manufacturer narrative:
Continuation of concomitant medical product: product ID neu_stylet_acc, lot# unknown, serial#, implanted:, explanted:. Product type accessory product ID 041828, lot# unknown, serial#, implanted:, explanted:. Product type accessory. Device evaluation: analysis of the lead found the lead body was stretched. Analysis of the returned stylet found the stylet was bent 4.5 cm, 16.0 cm, 21.7 cm, and 26.1 cm from the distal end of the stylet. Please note that method code 4114 and result code 3221 no longer apply to this report. Additionally, result codes 452 and 213 and conclusion code 67 apply to the lead, while result codes 518 and 114 and conclusion code 19 apply to the stylet. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.